Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 -high mg/dl. Reportedly the customer was using cold insulin to fill cartridges. Customer changed supplies, insulin and gave a manual injection to address bg. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.